Event description:
It was reported that a 72-year-old male patient presented to the hospital because he was experiencing acute coronary syndrome (acs). The patient underwent a percutaneous coronary intervention (pci) to treat a de novo lesion in the mid right coronary artery (rca). Access to the target vessel was obtained via the radial artery. A shockwave c2plus coronary intravascular lithotripsy (ivl) was used to treat the diseased vessel. During the procedure, the ivl balloon got stuck in the artery and the physician was unable to remove it. The patient had to undergo emergency coronary artery bypass graft (CABG) however, the physician was unable to retrieve the balloon, so it was left inside the patient. Post surgery, the patient was transferred to the intensive care unit (ICU). The patient is reported to be stable and doing well.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical inc.; therefore no investigation can be performed. Based on the reported event, the shockwave c2plus coronary intravascular lithotripsy (ivl) balloon got stuck in the artery and the physician was unable to remove it. The patient had to undergo an emergency coronary artery bypass graft (CABG). However, the balloon fragment was unable to be retrieved. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.